Manufacturer narrative:
According to the field, the system is not available for return back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with a system infection. Vegetation was also seen on the leads as well. Surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported.